Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia associated with an infusion site issue while using the insulin pump, with blood glucose reaching 330 mg/dl and trending downward after a site change and troubleshooting. Symptoms included nausea and dizziness that resolved. Outcomes included transient elevation of blood glucose for a few hours without hospitalization, ketone testing, or outside insulin administration. Investigation included customer interview and troubleshooting. Investigation of this case revealed an unclear cause, with improvement after a new infusion set from a different lot was placed. It was concluded that the event was user-reported hyperglycemia with cause unclear and no evidence of device malfunction identified during remote troubleshooting. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.